Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that led to loss of capture. No programming changes were made. No patient consequences were reported.

Event description:
New information received indicated the patient presented remotely via merlin.net transmission, the noise event was reoccurred. Analysis of the transmission noted that the noise amplitude was too large to be program around. No programming changes were made. No patient consequences were reported.